Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the audio bolus button was under responsive. It was reported that the bolus button cover was missing or peeling but there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation the alleged bolus button issue was duplicated. The bolus button cover was found missing from the pump. Due to the missing cover, the investigation was unable to test the bolus button. The pump powered up with auditory and vibratory features. No tactile issue was found with the keypad buttons.